Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that an error was found stating 5 volt line was out of specifications. Representative adjusted the 5 volt output at the power supply to be back in spec. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the site was having issue when performing 2d and 3d image acquisitions. It wa reported that when starting the image acquisition the system would stop in the middle of the image acquisition and the generator would start beeping. There was no patient present at the time of the issue.